Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 363 mg/dl. The customer stated that insulin was squirting out during the priming process at the time of the event. Troubleshooting was performed, and the insulin pump passed the prime test. However, when the manual prime was performed on the insulin pump, insulin squirted out. The customer declined to perform any additional troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore consider this report complete to the best of our knowledge.